Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels ranging from the 20's to 34 (mg/dl). Reportedly, the contact and customer were still adjusting the amount of insulin needed to keep the customer's bg level within range. It was confirmed that the customer consumed candy and chocolate milk to address bg level.